Event description:
It was reported that the customer had high blood glucose levels of 226 mg/dl. The customer reported that the insulin pump had a couple of cracks on the screen. It was reported that the first crack was on the right hand side of the display of the insulin pump. It was reported that the second was on the opposite side near the battery icon of the display of the insulin pump and seems to be growing in size. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, cracks on the lcd display window, minor scratches on lcd display window, crack on the reservoir tube lip, and scratches on the reservoir tube window.(B)(4)